Event description:
It was reported that the pt experienced baclofen underdose/withdrawal with cognitive symptoms, hypertonia, pruritus, increased pain, and elevated heart rate. It was initially reported that the pt had an elevated temperature; additional information received from the physician reported that the pt did not have an elevated temperature. The pt was admitted to the hospital. There were no alarms and no abnormalities were noted in the event logs. It was noted that the pt did have increased spasticity at the last refill (2009). Two therapeutic boluses were performed, but the pt did not seem to respond. A rotor study was performed (two days later) which revealed no movement of the rotor after multiple priming boluses. No motor stall was noted in the logs. A catheter dye study was performed (same day) which was normal, no occlusion was noted. It was also noted that the reservoir volume was unchanged three days after refill. The pump and catheter were replaced. The patient's symptoms of withdrawal were successfully managed without any organ damaged. Following replacement, the pt was doing well. The pt was involved in rehab to regain strength secondary to deconditioning. The pt recovered without sequela. The pump contained lioresal.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.